Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Drug manufacturer complaint analyst reported that a patient had a stoma created approximately one year ago with placement of a 14 fr peg- j tube in (B)(6) 2016. The patient's spouse reports to the drug manufacturer that stoma site redness and soreness began approximately one year ago with no drainage, no tenderness and no fever reported. The spouse further reports that the patient did not use any antibiotics for the stoma site, however an antibiotic prescription was issued. There was a prescription for mupirocin 2% ointment and they administered gauze pads. No further event, treatment modality or patient information is available. The device is not available for evaluation.